Event description:
The physician reported observing a brown spot on a zcb00 20.5 diopter intraocular lens post implant (date of observance was not provided). The lens was subsequently explanted six (6) months post implant. The lens was cut in half to be removed and the incision was slightly enlarged but no sutures were required. The lens was replaced with another zcb00 lens of a higher diopter power (21.0). Patient outcome was requested but not provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report as been submitted. Placeholder.

Manufacturer narrative:
Device returned for evaluation on 06/03/2014. (B)(4). A review of the manufacturing records was conducted. Results show that part of the manufacturing process control, lenses are polished in a cryo-tumbler with polishing media and then visually inspected for cleanness and cosmetic condition. Also, if it is required they are further cleaned with a detergent or alcohol. After undergoing the polish and cleaning process all lenses are inspected visually for surface finish following a specification for visual inspection of soft acrylic intraocular lenses. The stains or spots are commonly known as surface residuals. Surface residuals (spot, stain, fibers, etc.) That cannot be removed by cleaning process are not accepted and lenses are rejected. All process operations presented in the manufacturing record from generation to boxing was in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated for this production order. Returned product evaluation: the complaint lens was received in two halves. Visual examination was conducted by naked eye and microscopic examination, the lens halves showed no signs of haziness or excessive surface debris beyond that typically associated with handling of an acrylic intraocular lens outside of a sterile clean room. Examination was also conducted via uv-vis-nir spectra (electromagnetic transmission spectra to assess conformance to known spectral attributes, with special attention to transmission levels throughout the visible region) atr-ftir spectra (assess conformance to the known lens material spectrum and presence of any detectable contamination at the lens surface or in the bulk polymer) and haze level testing by slit lamp (assess for any high haze levels or abnormal color effects in the special lighting). Results found the returned lens halves to be acceptable with regards to parameters that could affect patient visual performance. However, some light brown color was observed under the spectral condition of slit lamp illumination, along with a haziness level that was on the high end on the acceptable range. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.